Event description:
The customer contact reported does not deliver a dose when the bolus button is pressed. It was unspecified if the bolus was not given with the patient bolus cord or the bolus button on the top of the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the button on the bolus cord was pressed. This was due to a damaged bolus pin in the bolus connection socket on the bottom end cap of the device. The bolus button on top of the device did deliver a bolus dose when pressed. The probable cause of the damaged pin was use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.